Event description:
It was reported that balloon rupture occurred, and the procedure was cancelled. The 98% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 2.00mm x 15mm maverick balloon catheter was advanced but failed to cross the lesion. However, during inflation, the balloon ruptured. The procedure was not completed due to another reason, and no patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: fg maverick 2 mr, 2.00mm x 15mm catheter was returned for analysis. A visual and tactile examination identified no kinks or damages along the length of the hypotube. No issues identified with the distal extrusion. A microscopic examination of the balloon material identified a longitudinal tear. The tear was located over the distal edge of the distal markerband and it extended proximally for a total length of 4mm. Tip showed no signs of tip damage. A microscopic examination of the distal markerband identified no damage. No other damages were observed along the device.

Event description:
It was reported that balloon rupture occurred, and the procedure was cancelled. The 98% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 2.00mm x 15mm maverick balloon catheter was advanced but failed to cross the lesion. However, during inflation, the balloon ruptured. The procedure was not completed due to another reason, and no patient complications were reported.